Event description:
It was reported that a half day infusor ruptured. According to the reporter, they stated that it ¿burst.¿ the device was filled with 2500mg of desferrioxamine in 56ml of water for injection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from may 9, 2014 to may 13, 2014. Evaluation summary: the device was received for evaluation. Upon visual inspection a ruptured reservoir was identified. A microscopic inspection found marking near the rupture line. The cause of the rupture could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.